Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. The logfile in combination with the investigation report confirmed that the root cause of the incident were the esm vup (ventilation unit - part no. Msp396378) and the esm ipp (interaction panel). The two parts communicate with each other and a malfunction of one or both of the boards will cause the ventilator to become inoperable. However, the ventilation will continue at all times. The service technician replaced both defective components and successfully ran all required functional tests. In this case, there was no patient involvement. If a panel lost connection to the ventilator during while a patient is connected to the device, the user would have to exchange the ventilator. This could lead to a delay in therapy. In a worst-case scenario, a deterioration of the state of health of the patient cannot be excluded. Therefore, the case was assessed reportable.

Event description:
Hamilton medical ag received the following event description: upon powering on, the device displays only stripes on the screen. After the esm vup was replaced, the device no longer shows stripes on the display. However, after booting up, the message "no connection to the ventilation unit" appears. No patient involvement.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: upon powering on, the device displays only stripes on the screen. After the esm vup was replaced, the device no longer shows stripes on the display. However, after booting up, the message "no connection to the ventilation unit" appears. No patient involvement.